Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 266 mg/dl. The customer changed the infusion set site and stated a bolus would be taken to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The contact believed the infusion set site to be the cause of the high bg. However, it was not confirmed as the customer had changed the infusion set site prior to contacting cts.